Manufacturer narrative:
Prior to the field service engineer (fse) arrival, by phone with the fse, the customer stated they were able to remove the back cover from the analyzer and removed samples that were stuck inside. The customer identified the wash probe was down in a test cup and was able to manually spin the drive screw to raise the wash probe back up. The fse instructed the customer to check the wash probe tubing and the customer confirmed both lines were still attached. The fse instructed the customer to restart the analyzer, the analyzer restarted and homed itself without the initial errors recurring, however the customer stated they now received error 3022: leak sensor s702 detected. At the customer site the fse was able to confirm the reported issue by review of the error printouts. Upon further inspection, the fse found the wash probe was dirty from sitting down in a cup. The fse also found the well where the s702 leak sensor is located contained liquid, but the fse could not identify the cause of the liquid. The fse could not determine the cause of the reported errors during the investigation. The fse suspected when the wash probe was found stuck by the customer, the stuck wash probe lead to the turn table getting stuck and alignment thrown off resulting in the errors. The fse dried the s702 well and cleaned the bf wash probe, as well as tested basic functions of the priming fluids and checked mechanical movements with no issues found. The fse verified the analyzer by running quality control and test samples with results within acceptable range. No further action required by field service. The aia-360 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no other similar complaints found during the searched period the aia-360 operator's manual under section 7-1: list of error messages: error message: 5002- no response from slave description: slave response not detected error troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The aia-360 operator's manual under section 7-1: list of error messages: error message: 2013-sample level detection error description: the liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. Troubleshooting: contact the service department. The aia-360 operator's manual under section 7-1: list of error messages: error message: 4039- wash. Probe home not found description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The aia-360 operator's manual under section 7-1: list of error messages: error message: 5026- washer task error description: bf washing task execution error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause was due to a mechanical problem with the bf wash probe, component failure.

Event description:
A customer reported 2013 (360 only) sample level detection error, 4039 wash probe home not found, 5002 no response from slave: slave response not detected error, 5026 washer task: bf wash solution task execution error while running samples on the aia-360 analyzer. The customer powered on and off the analyzer, but the errors recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.